Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Event of guidewire frayed. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a urology sensor guidewire was used during an implantation of a central venous port procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the physician had difficulty withdrawing the guidewire. It was successfully removed from the patient and upon examination it was noted that the coating had frayed. Another guidewire was used to complete the procedure (manufacturer unknown). There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. Additionally, the directions for use indicate ¿urological guidewires are intended to facilitate the placement of endourological instruments during diagnostic or interventional procedures. These guidewires are not intended for coronary artery, vascular or neurological use.

Manufacturer narrative:
A visual examination showed the device returned is not a boston scientific urology sensorwire guidewire. The origin of the device is being investigated. Should additional relevant information become available a new supplement will be sent out.

Manufacturer narrative:
The device received was a cardio boston scientific zipwire guidewire. Boston scientific - (B)(4) filed an MDR on (B)(4) 2014 with MDR ID# 2134265-2014-08117.

Event description:
It was reported to boston scientific corporation that a urology sensor guidewire was used during an implantation of a central venous port procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the physician had difficulty withdrawing the guidewire. It was successfully removed from the patient and upon examination it was noted that the coating had frayed. Another guidewire was used to complete the procedure (manufacturer unknown). There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. Additionally, the directions for use indicate "urological guidewires are intended to facilitate the placement of endourological instruments during diagnostic or interventional procedures. These guidewires are not intended for coronary artery, vascular or neurological use.

Event description:
It was reported to boston scientific corporation that a urology sensor guidewire was used during an implantation of a central venous port procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the physician had difficulty withdrawing the guidewire. It was successfully removed from the patient and upon examination it was noted that the coating had frayed. Another guidewire was used to complete the procedure (manufacturer unknown). There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additionally, the directions for use indicate ¿urological guidewires are intended to facilitate the placement of endourological instruments during diagnostic or interventional procedures. These guidewires are not intended for coronary artery, vascular or neurological use.